Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle did not grab. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found it was deployed with blood present in the device. The returned body of the device, lever, foot, guide, foot, and sheath were examined and there was no damage or abnormalities detected that would have contributed to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and the result was acceptable. Based on the investigation findings, the complaint of the needle not grabbing could not be confirmed for this device. A root cause for the reported experience could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.